Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, and off no power test. No blank display was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at a reservoir tube window corner.

Event description:
Customer reported a blank dislay. The blood glucose reading was not known. He stated that the insulin pump showed no signs of damage and had not been dropped, bumped or exposed to moisture. He stated that the battery cap contacts were not missing or damaged and that the battery compartment and spring were not damaged or corroded. Customer was unable to replace the battery. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.